Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 480 mg/dl. To resolve the issues, the customer performed a supply change after occurrence of an alarm and resumed insulin delivery.